Manufacturer narrative:
Additional information for balloon: catalog #: 72400024; serial #: (B)(4); expiration date: 01/05/2014. Additional information for pump: catalog #: 72400098; serial #: (B)(4); expiration date: 01/15/2014. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had his artificial urinary sphincter system replaced for unknown reasons. No pt complications were reported in relation to this event.